Event description:
It was reported that the device was used during an oopherectomy. The device was closed and they were not able to open up again after being fired. Unknown how the device was removed, however, there was no adverse consequence to the patient. Suturing was used to complete the case.

Manufacturer narrative:
Eval summary - the analysis results found that the atw45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. The device opened and closed without any difficulties. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specs; in addition, a sample of the batch is inspected at fgqa. The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.